Event description:
Pt admitted on (B)(6) 2017 with concern for pump thrombus due to an elevated ldh of 867 and plasma free hgb of 100. Bivalirudin drip initiated upon admission. Ramp echo performed on (B)(6) 2017 able to close aov on 9800 rpm and decompress lv. Cardiac morphology CT performed on (B)(6) 2017 within showed no evidence of a thrombus in the inflow or outflow cannulas. Ldh 600-700's. Rhc performed on (B)(6) 2017 which showed slightly elevated filling pressures with a marginal cl of 2.0. Due to concern for a recurrent cardioembolic cva as well as a none occlusive thrombus in the lvad pump the pt was taken to the operating room on (B)(6) 2017 for a pump exchange. The surgeon was unable to visually identify a thrombus during the procedure. Surgery was well. The pt recovered and was discharged to home on (B)(6) 2017. The lvad pump was sent to the MFR for eval.